Event description:
It was reported that, during thr surgery, after an anthology ho por pl ha sz 6 was placed in the patient the surgeon realized that he had chosen the wrong stem size, for which he decided to remove it and place a new size stem. The reason for the wrong stem size selection is uncertain, as no product malfunction has been indicated. Surgery was completed without delay without further issues.

Manufacturer narrative:
Internal complaint reference (B)(4).

Manufacturer narrative:
G5: PMA/510(k) # section h3, h6: the device was not returned for evaluation; therefore, a device analysis could not be performed. The clinical/medical investigation concluded that, although clinical/medical records were not received, it is noted the surgeon decided to change the stem size during the same surgery. Therefore, there were no clinical factors found which would have contributed to the reported event. Surgery was completed without delay, without further issues. No further clinical assessment is warranted at this time. A review of the production order did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of complaint history for the part number over the past 12 months and for the batch number based on historical data of the device did not reveal similar events for the listed device. A review of the instructions for use documents for total hip systems revealed in warnings and precautions that the correct selection of the implant is extremely important. The appropriate type and size should be selected for patients with consideration of anatomical and biomechanical factors such as patient age, activity levels, weight, bone and muscle conditions, any prior surgery and anticipated future surgeries, etc. Generally, the component with the largest cross-section which will allow adequate bone support to be maintained is preferred. Failure to use the optimum-sized component may result in loosening, bending, cracking, or fracture of the component and/or bone, resulting in revision surgery. A review of the risk management file revealed this failure mode was previously identified. The anticipated risk level is still adequate. A historical review concluded that there are no prior actions related to this product and event. At this time, we have no reason to suspect that the product failed to meet any specifications at the time of manufacture. Factors that could contribute to the reported event include user error. Based on this investigation, the need for corrective action is not indicated. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.